Event description:
It was reported that the patient's vns was scheduled for; non-functioning; vns removal. Data review identified that the generator was disabled in may 2020. Was later clarified that no malfunction was suspected with the patients generator; however, the surgeon reported that from the moment the patient felt stimulation, he wanted the vns explanted. Vns stimulation wasnt painful however the patient believed that the vns was putting things into his brain and controlling him. The surgeon did not believe that the vns was causing this and thought that the patient needed to see a psychiatrist. When asked if surgery was to preclude a serious injury, they said that the surgeon had no concerns of serious injury and that surgery was for comfort but then noted that the patient was threatening to remove the device himself if they didnt remove the vns. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was scheduled for; non-functioning; vns removal. Data review identified that the generator was disabled in may 2020. Was later clarified that no malfunction was suspected with the patients generator; however, the surgeon reported that from the moment the patient felt stimulation, he wanted the vns explanted. Vns stimulation wasnt painful however the patient believed that the vns was putting things into his brain and controlling him. The surgeon did not believe that the vns was causing this and thought that the patient needed to see a psychiatrist. When asked if surgery was to preclude a serious injury, they said that the surgeon had no concerns of serious injury and that surgery was for comfort but then noted that the patient was threatening to remove the device himself if they didnt remove the vns. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead and generator were explanted. Product return is not expected. No further relevant information has been received to date.